Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer would not open. The user remoted into the cabinet and restarted the (all in one) aio, after which drawers 01 and 02 were highlighted in yellow. These drawers were disabled in the setup zone for the time being, and the keys had not yet been confirmed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed due to defective board. The field service engineer (fse) replaced the controller board and requested assistance with reconfiguring the drawer. The technical support specialist (tss) remoted in and successfully reconfigured the drawer. The drawers were opened and closed as intended. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.